Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. (B)(4). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw would not disengage from a helical blade during an intramedullary nailing (im) nailing of the proximal femur fracture. The back end (where it is often hammered on) appears bent and a screwdriver won't fit into it any longer. Pliers were used during the procedure to loosen the coupling screw. There was no reported surgical delay. The procedure was completed successfully with the patient's postoperative condition reported as stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (helical blade coupling screw, part number 357.377, lot number 6773719). The subject device was returned with the complaint that ¿during a trochanteric fixation nail (tfn) procedure a coupling screw (357.377 lot 6773719 mfg 03jan2012) would not disengage from a helical blade during intramedullary nailing (im) of a proximal femoral fracture. The surgeon was unable to utilize a screwdriver to loosen the coupling screw as the drive recess in the coupling screw head was deformed. The coupling screw was able to be loosened with pliers. There was no reported surgical delay or patient harm.¿ the returned instrument was examined and the complaint condition was able to be confirmed as the drive recess was found to be deformed. The recess dimensions were compared to the drawing from the time of manufacture and multiple dimensions (across the points and across the flats) were found to be out of specification due to the observed deformation. The helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The coupling screw is specifically utilized, along with the helical blade inserter for proximal nail locking with a helical blade. The coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the back of the coupling screw. If the coupling screw is unable to be loosened by hand, the 5.0mm flexible hexagonal screwdriver (357.406) can be utilized to loosen the connection per the technique guide. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. As previously reported, a device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The root cause of the complaint condition is a stripped drive recess resulting from off axis and/or loading when the driver tip was not fully engaged with the recess in the coupling screw head. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.